Manufacturer narrative:
Product ID 3889-28, lot# va0hhgg, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had intermittent therapy benefit and post implant had stomach cramps and frequent bowel movements. The patient¿s therapy had decreased their leaking issues but they had stomach cramps that started 3 days ago. It was noted that the patient had been lifting and bending and doing housework possibly more aggressively than they should be. The patient was implanted 4 days ago and had inflammatory bowel disease so it was difficult to tell if it was the disease or a result of the therapy. It was stated that the patient didn¿t want to turn the therapy off to see if the cramps went away and they usually took medication and it was usually to help with the cramps but the medications weren't helping now. The patient just went to the bathroom and that was fine and they had been doing well for 1.5 days and then 2 days ago they leaked and had bowel movements. It was noted that yesterday for half the day the patient was good and then in the afternoon they were back to leaking and they didn¿t feel the tingles currently. The patient previously felt tingles for about 15 minutes and then they went away and they didn¿t normally feel it continually and not even during the test. It was reported that the patient felt their leaking was improving overall all and they were set to see their health care provider (hcp) on 2014 (B)(6). The patient was questioning whether they had a bug because they felt nausea but had not thrown up. It was stated that the patient had no fever and the site was sore now and then again tender but not too painful.